Event description:
Customer reported unexpected negative reactions on a donor sample known to contain anti-e.

Manufacturer narrative:
Confirmed the reactivity of the e antigen on retention capture-r ready-ID (crrid), lot id100; the reagent used by the customer on galileo. Ab_ID testing was performed on an in-house galileo with returned customer's sample, using retention crrid, lot id100. The sample was nonreactive with all cells tested. Hemagglutination tube testing was performed with the returned sample using e- and e+e+ cells from retention panoscreen I, ii, and iii. Immuadd was used as potentiator. Testing was performed at is, 15'rt, 15'37c, and iat. The sample exhibited very weak microscopic reactivity only at the iat phase with e+e+ cell.